Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5 and h6 (removed health effect - clinical code 1912 and it's related health effect - impact code 4613) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced itching. The customer also reported difference between sensor glucose and blood glucose values. The customer also reported itching. The event involved product(s) mmt-7040c9. Troubleshooting was performed. The customer was reporting a discrepancy between sensor glucose and blood glucose with values of 50 mg/dl and 170 mg/dl, respectively which was not within the range. No further patient complications were reported. No product return was required for mmt-7040c9.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported difference between sensor glucose and blood glucose. The customer reported hypoglycemia which was treated with glucose/carb intake. The customer also reported itching. The event involved product(s) mmt-7040c9. Troubleshooting was performed. The customer was reporting a discrepancy between sensor glucose and blood glucose with values of 50 mg/dl and 170 mg/dl, respectively which was not within the range. No further patient complications were reported. No product return was required for mmt-7040c9.